Event description:
It was reported that pump showed malfunction message labeled as malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction message appeared again.